Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that user had an infection reported at the insertion site (as referenced in associated case MFR# 3009862700-2026-01398) which may have impacted system performance. As the system was still stabilizing, customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. The re-link was completed successfully, and the user was advised to continue following up with hcp for additional medical guidance. Based on the last update received on 27 apr 2026, the user resumed use of the system with current information.

Event description:
On april 1st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.